Event description:
It was reported the patient received inappropriate therapy due to noise after v-paced event. The device was explaned and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field events of noise and inappropriate therapies were verified via review of stored electrograms. The device was tested on the bench and using automated test equipment and passed all tests. No device anomalies were observed.